Event description:
The locking tabs of the screw broke off upon insertion. The screw was left in place; however, it was not able to be locked.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Depuy reviewed the device history records and found the product conforming to the specifications. Previous investigations found depuy corrective action (CAPA), evolution of the design. On the new design, the screwdriver slots on the screw head were rotated 45 degrees to prevent the wings from expansion. The vertical slots on the screw head are now much narrower giving the head more material for strength. The new design is 65% stronger in torque. The lot number 2680066 indicates the old design. No corrective action since the lot is the old design. Depuy states anything lot manufactured before 2745973 is the old design. No corrective action since the lot is the old design. Depuy considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.